Manufacturer narrative:
(B)(4). Pump passed the displacement test and self test. P-cap locks properly into reservoir. Several boluses were programmed and they showed up in the history successfully. Pump was cut open for visual inspection and no moisture or physical damage was note don the electronic assembly. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked keypad overlay and minor scratches on lcd window. In summary, customers alleged bolus and basal rate not being programmed was not confirmed. Tested ok. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated customer called and stated that she stopped using the 770g pump since october 2021 because she was using the 670g pump. Per customer, she started using the pump again, copied the settings directly from the 670g pump but it seems like she was not receiving basal and the bolus she just delivered does not appear under history. No harm requiring medical intervention was reported. Troubleshooting was performed and customer reported an attempt to program basal rates but confirmed basal rates did not save. Insulin pump has been returned for analysis.